Event description:
It was reported by the (B)(6) that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011, in which a mynx device was used for femoral arterial closure. Access was obtained at the common femoral artery via a 6f procedural sheath. A pre-procedural femoral angiogram was taken which revealed presence of calcium at the vicinity of the arteriotomy. Post procedure, the physician who is in training on the mynx, with a (B)(6) present, chose the device to close the femoral artery. It was reported that while the physician was pulling the balloon back towards the arteriotomy, a balloon rupture occurred. The device was removed and the patient was converted to manual compression where a successful hemostasis was achieved. The patient was ambulated and discharged without report of clinical sequela. No further information was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1025904) indicated that the mynx device met all established performance criteria prior to shipment.